Manufacturer narrative:
H11: upon further assessment of reported event, it was determined that the pumps were operating and detecting occlusions as intended. An upstream occlusion alarm when the pump detects an occlusion above the pump. Per the spectrum's manual, the user should check and eliminate kinked or collapsed IV tubing outside the pump. The devices were not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had upstream occlusion alarms. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.